Manufacturer narrative:
H3, h6: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the vertek arm is moving during the surgery. There was less than an hour delay to the case. No reported impact on the patient. Incident information: date of occurrence: (B)(6) 2025 description of the incident: 78-year-old patient undergoing a biopsy for diagnostic purposes of a parietal intraparenchymal lesion. The planning of a biopsy path is carried out on the neuronavigation console with right parietal entry point. Intraoperative and remnographic neuronavigation data are matched. After drilling a drill hole with the wick and coagulation of the dura mater, verification with the neuronavigation probe revealed a significant displacement of the biopsy system. Repositioning of the arm and drilling of a new hole next to the previous one and coagulation of the dura mater. Finding of a failure to hold the neuronavigation arm with the impossibility of inserting thetrocar due to a mismatch. Mobility persists despite maximum tightening. Patient information: current patient condition: change of equipment. Planning a new biopsy path on the neuronavigation console with a new right parietal entry point different from the first ones. Dural coagulation. Verification using the neuronavigation probe that the biopsy system is not moving, the biopsy core is inserted into the predefined target and the samples are taken. Prolonged operating time, 3 cranial bone holes with associated risks. Change in trajectory and entry point for biopsy, less optimal than those initially established for a small brain lesion located in a functional region. No sensory-motor deficit on post- operative day 2. Actions taken in the health care facility for the management of the patient: quarantine of the arm for revision.